Event description:
It was reported that the lens was explanted from the patient's eye due to unspecified cause. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.